Manufacturer narrative:
Where product was discarded and not returned a visual and functional inspection could not be performed. There has been no service on this product. Device history review showed there were no non-conformances associated with this manufacture lot. Needles from this lot were fatigue tested per manufacturing process and showed with 95% confidence that 99% of the lot would exceed the minimum (B)(4) cycle requirement. Where the product was unavailable for return for evaluation, the exact root cause could not be determined. Device history review shows no indications of a root cause associated with manufacturing. A possible root cause may be use in a manner other than indicated in the instructions for use included with the product.

Event description:
Alleged problem(s): the customer reported that the tip of the champion suture passer broke off during the case. The disposition of the tip is unknown but no investigative x-rays were carried out to ascertain if the tip is still in the patient's joint as the surgeon is sure that the tip is too small to show up on the x-ray. Product will not be returned. (Product was discarded and is unavailable for return). Problem noted during surgery. Procedure completed successfully. No adverse consequences, awareness date: (B)(6) 2016. Location of event: (B)(6).